Event description:
It was reported that this right atrial (ra) lead showed pacing impedance out-of-range, although, no exact measurement was mentioned. Technical services (ts) reviewed the case and noticed this ra lead is currently not in use, thus, this must be a known issue with this lead. In addition, ts noticed lead noise recorded from a few years ago. Attempts to obtain further information were unsuccessful. This ra lead remains in service and no adverse patient effects were reported.